Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 299 (mg/dl). A bolus, supply change and manual injection was delivered to address bg level. Customer declined to complete troubleshooting with tandem technical support.